Event description:
The event is reported as: the customer alleges that there was an air leak at the cuff of the device. The alleged defect was found prior to pt use. No report of a pt injury or delay in treatment.

Manufacturer narrative:
From the picture it was observed that "air leak". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cf, 8.5, lot #01c1300018 was manufactured on 03/06/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed "air leak", the complaint cannot be confirmed and a conclusive root cause cannot be determined since the sample was not available. Teleflex will continue to trend and monitor relating complaint.